Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the upper buttock on (B)(6) 2018. The patient¿s mother stated the patient experienced a skin reaction on his upper buttocks. The reaction was described as swollen and blistered. She indicated that the affect area had scabbed up. She took the patient to urgent care and the patient was prescribed hydrocortisone to treat the affected area. At the time of contact, the patient was in stable condition. No additional patient or event information is available.